Event description:
Event desc: the defective device was a hollister, anchor fast oral endotracheal tube fastner used to secure the oral endotracheal tube. The pt was on mechanical ventilation. When the ventilator alarmed, the rn discovered that the endotracheal tube was out of the pt. Rn called the respiratory care tech stat. Respiratory care supv successfully replaced the endotracheal tube. Investigation revealed that the bottom plastic piece that holds the endotracheal tube holder onto the plastic rail on the head band was broken allowing the endotracheal tube with holder to separate from the rail and the head band and pt. Did this event involve an electrophysiologyprocedure or an attempted electrophysiologyprocedure? No. What was the original intended procedure? Provide mechanical ventilation to pt. Device usage problem: device failed (e.g.) Broke, couldn't get to work or stopped working.

Manufacturer narrative:
Visual examination by hollister confirmed that the shuttle was separate from the track at the time of the eval.